Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. It was not reported if treatment was rendered for the event. The patient was discharged from the hospital the following day and reported to be recovering from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The previously reported peritonitis event was coincident with automated peritoneal dialysis therapy. The previously reported peritonitis was manifested by abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.